Event description:
Patient had surgery in 2002 due to chronic spondylolisthesis (grade 2). Patient was experiencing acute pain post-operatively. It is reported that two screws broke. It is not clear when the patient began experiencing pain, or if there was a related incident that caused the screws to break or the pain to commence. In 2002, the surgeon removed the construct and replaced it with a new construct.